Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. Based on the logs there was no active battery failure alarms on this unit, 24v is not able to measured at the power supply output, auto on/off issue is no longer persists and also got update that the power supply was replaced.

Event description:
The customer reported while using the bellavista 1000, the device intermittently turning off. They replaced the battery and still the issue persists. According to them the power supply indicator is not glowing. The customer reported that the malfunction occur while on patient, but no impact or harm reported as patient was shifted to another ventilator.